Event description:
It was reported that during a coronary drug eluting stenting treatment procedure a stent was "lost." The lesion was located in a severely calcified and severely tortuous artery. The physician noted that the case was "very difficult" and the artery was obstructed. Sometime during the case the stent was "lost" inside the patient. No further patient injuries or complications were reported. Additional information has been requested but is not available.

Manufacturer narrative:
As a unit has not been returned, a technical analysis cannot be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause classification is operational context as device performance was limited to anatomical/procedural factors.